Manufacturer narrative:
The investigation is complete and revealed that microleaks from positive samples could potentially introduce internal contaminates. The false positive rates observed are within the claims within the IFU.

Manufacturer narrative:
The investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from norway alleged discrepant results for seven patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated positive results for sars-cov-2 (negative influenza a/b). The same samples were repeated using competitor assays (superscript from invitrogen, genexpert, and whole genome sequencing) and generated negative sars-cov-2 results. Note, patients 1 and 7 were also repeated on the cobas liat and generated all negative results. Unknown if the results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 7 mdrs will be filed.